Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for peritonitis included unspecified intraperitoneal antibiotics for two weeks. The patient recovered from the event of peritonitis. No further information was provided. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot number: h12i10097. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.